Event description:
Updated information on this event that the pacing system was explanted due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).